Manufacturer narrative:
Unit alarmed lost sensor connecting to glucose sensor simulator due to faulty the board. Unit alarmed a64 during self test due to faulty board. No cosmetic damage noted. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was 128 mg/dl at the time of the call. The customer stated that they also had sensor alarms. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.